Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a malfunctioning downstream occlusion (dso) sensor was found. The dso sensor was replaced to fix the issue.

Event description:
The device was returned due to the device still alarming when the latch was closed with no cassette. The results of the investigation found that the device's downstream occlusion (dso) sensor was malfunctioning. There was no patient involvement.